Event description:
I had essure implanted in 2002 after I continually had swelling in my legs and knee with great pain gained an extreme rheumatologist, and none of them could find anything wrong - went to gynecologist and she said left get that out and do a hysterectomy, best thing I ever did. I am now (B)(6) pounds down no pain and no swelling. I feel the best I have in a long time.